Event description:
It was reported that the patient experienced a shocking sensation. Impedances were measured and all values were found to be low, around 690 ohms in both leads. The patient also reported a "sensation" in the lips when bending over. Additional information was received that reported an x-ray was performed and found there was a small kink in the extension. The patient had a recent fall. The symptoms were not bothersome enough to the patient for them to have surgery to replace it and their therapy was not interrupted. The patient's symptoms were controlled well. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 7482a40, serial#: (B)(4), implanted: (B)(6) 2009, explanted: na; product type: extension, product ID: 7482a40, serial#: (B)(4), implanted: (B)(6) 2009, explanted: na; product type: extension, product ID: 3389s-40, lot#: v324757, implanted: (B)(6) 2009, explanted: na; product type: lead, product ID: 3389s-40, lot#: v323744, implanted: (B)(6) 2009, explanted: na; product type: lead. (B)(4).